Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited noise, varying low voltage impedance, and high pacing impedance. No intervention was performed, the physician elected to continue monitoring the patient. The patient was in stable condition.